Event description:
An issue was reported with the adc device in use with an unknown phone with unknown operating system version 2.10.1. Customer was unable to log in to their application and as a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of ¿difficult in walking¿, dizziness and received intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc device in use with samsung galaxy phone with unknown operating system version 2.10.1. Customer was unable to log in to their application and as a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of ¿difficult in walking¿, dizziness and received intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported being unable to pair the app with the sensor. Successfully scanned and received glucose readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.